Event description:
Cardiologist was inserting stent into guide catheter and the shaft of the stent broke off. Stent had not entered the body yet. No harm to the patient. Rn obtained a new stent package and procedure proceeded without difficulty. Defective product saved. Manufacturer response for coronary stent, synergy xd monorail everolimus- eluting platinum chromium coronary stent system (per site reporter). Equipment failure reported to boston scientific representative by cath lab manager. Equipment returned to boston scientific via fedex on (retracted date) (retracted tracking number) for manufacturer evaluation.